Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received at the service center. Performed service and repair functions. Reviewed service history. Attached box label, software upgrade form, and fms vue final testing. Replaced springs on pressure arms with tip replacement kit to correct issue. Also replaced damage console cover. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during an unspecified surgical procedure, it was observed that two fms vue pump devices were working intermittently. According to the reporter, the devices would make noise for 30 seconds to a minute then would stop pumping, then would start pumping again. It was reported that there were no adverse patient consequences to the patient. It was reported that the surgery was completed using the same devices. It was reported that troubleshooting was performed on the devices after the surgery and it might have been that the spring on the door of the devices may be worn out. There was no delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.